Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on(B)(6) 2024 product not adhering and it came off while she slept. No further information available.